Event description:
It was reported that the procedure was to treat a mid hepatic artery. After unlocking the device and turning the thumb wheel the stent did not deploy. A non-abbott stent was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Based on the returned goods analysis, the stent implant was not returned. It is unknown if the stent was deployed and remains in the anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: amplatz. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.